Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range, however, the diameter of the right ventricular spring contact component was found to be out of specification. This out of specification spring contact may have contributed to the clinical observation.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) device revealed the patient with this device had received an inappropriate anti-tachycardia pacing (atp) shock due to oversensing noise. When the physician moved the arm of the patient the noise was reproduced. Pocket manipulation did not reveal oversensing. The physician did not think there was a connection issue. It was thought there may be a right ventricular lead issue as the impedance measurements were unstable. An internal technical service consultant was contacted and reviewed the data. Noise was oversensed greater than two seconds, however, there was no pacing inhibition as the patient has an underlying intrinsic rhythm. Appropriate right ventricular pacing was noted. It was suggested to further determine whether the lead is damaged, however there is no evidence of shock impedance performance. It was not thought the issue was due to a lead/device connection issue. Additional information was received: a further episode of oversensing was revealed without adverse patient effects. A revision procedure was performed; this device was deactivated and replaced.